Event description:
A bottle of aerobic bact/alert sa culture solution had no vacuum and inside of vial had a visible grey matter running down side of vial. The vial was not used on a pt. I have notified the MFR by email and we reviewed all our stock here for like lot#.